Manufacturer narrative:
The resident has osteoporosis this leads me to believe that she should be transferred using a care lift instead of a stand. It is hard to know what really occurred in this incident as it went unreported for multiple days. Medicare's stand has been ruled out as the cause of the incident. It appears to be a user error or improper evaluation leading to the use of the wrong equipment.

Event description:
During a transfer using a medcare stand and 1 cna, the resident began slipping and ended up on the floor. The resident was put in to bed and no incident was reported. On (B)(6) swelling and bruising were noted on the residents knee. X-rays were ordered, a fractured distal femur was discovered. It has ben determined that the fracture occurred due to an unreported fall. The facility was unable to provide the serial number of the machine in use as the fall went unreported.